Event description:
On 05/27/2025, a facility representative reported via (B)(4) that an 0837-000 impactor pad connection portion of the strike plate broke in the connection portion of the 1255-300 suprapatellar insertion guide. A case was involved, and no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the threaded tip of the impactor pad was broken off, and the broken tip remains inside the hole of the 1255-300 insertion guide returned. Functional testing was not performed due to the device's damage. The most likely cause of the reported failure is user-applied excessive mechanical forces striking against the impactor's square pad surface, misaligned insertion, and/or prying/leveraging the device during insertion.